Manufacturer narrative:
Per communication with invacare (B)(4), it is confirmed that the wheels are warped. The unit has been scrapped.

Event description:
Wheels not running straight and bearings in the castors making noise, believes frame welded incorrectly.